Event description:
After a cs25 stapler had been fired in an esophagogastrostomy procedure it was noted that the device had only partially cut the tissue. The tissue was subsequently transected by electric cautery.

Manufacturer narrative:
Patient's weight is not known. The returned cs25 stapler met visual and functional specifications: the cut ring showed evidence of knife penetration, and the anvil pockets showed that staples had been formed. When the stapler was reloaded and re-fired it deployed properly formed staples, and completely transected the test medim. The root cause of the alleged malfunction is not known.